Manufacturer narrative:
A sample was not available for investigation of this complaint; however feedback provided by the customer appears to indicate that a separation occurred between the spike component and the spike port adaptor. The most probable root cause of the separation occurring is a result of insufficient solvent being present at the engagement between the spike and spike port adaptor.

Manufacturer narrative:
The 510k number provided is for the domestic similar product. Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the logs/device be received for evaluation.

Event description:
The report suggests that a chemotherapy leak occurred when the smartsite add-on bag access device separated during an infusion. The patient was exposed to the cytotoxic drug, however, there are no indication of any serious injury requiring additional medical intervention